Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.259¿ x 0.146¿ was broken but still attached to the instrument. As a result of the broken main tube, the instrument got stuck in the trocar and was returned with the cannula and seal still attached. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and no material was found missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the shaft was broken. The customer was unable to be removed from the trocar because of the break and had to remove the entire trocar to pull the instrument out of the patient abdomen. The trocar was stuck on the instrument arm. The procedure was completed with no reported injury.